Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their lead was removed due to them having problems. They also reported that their left arm was purple. The patient reported the lead was removed.  No further patient complications have been reported as a result of this event.